Manufacturer narrative:
(B)(4). Voluntary MDR report no.: mw5154861; mw5154860; mw5154859; mw5154858; mw5154857; mw5154856.

Event description:
A voluntary MDR report was received on 06/03/24. It was reported that early sensor expiration occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.